Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received error code message. Customer¿s blood glucose level was unknown. Customer also reported had to change out batteries more frequently, battery cap was stripped, back light was dimmer, had to rewind more than once per prime, rewind slower and unexplained no delivery alarms. The device will not be returned for analysis.